Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1uase, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient got infected at the battery site. Patient got infection at battery site. The doctor stated she was treated and device was removed more than six weeks ago, but did not provide a date of explant or the medication patient was treated with. The doctor stated he waited almost two month before replacing device. New battery was positioned on the opposite side and patient received antibiotic wash and tyrx pouch with replacement device. The issue was resolved that the time of this report. The device was discarded. There were no further symptoms or complications reported or anticipate.